Manufacturer narrative:
A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead helix was partially extended prior to implant. The physician could not retract the lead and when the helix was extended it abruptly shot out of the lead tip. The physician was unable to fully retract the lead so the procedure was completed using a new lead. The patient has been discharged.